Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress or handling or other factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to forceps channel port being loose. In addition, the connecting tube was dented. The number of lost ultrasonic elements exceeded standard due to the broken ultrasonic cable. The electric contact of ultrasonic connector was worn. Ultrasonic connector could not be connected due to corrosion. There was corrosion from the scope connector, scope serial number plate, and electrical connector due to its leakage. The insulation resistance value between evis and ultrasound connector was out of standards due to the broken ultrasonic cable cover. The aspiration quantity was out of standards due to the broken channel tube. Waterproof failed due to the broken channel tub. The insulation resistance value of acoustic lens was out of standard since it is peeled off. Angulation in the up direction was out of standard due to the worn angle-wire. The switch button 3 did not work due to its breakage. The switch button 2 did not work due to its breakage. The image was not normal due to the breakage of charge coupled device unit. There was black scratch on the image due a broken charge coupled device unit. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus field service engineer reported on behalf of the customer, the evis lucera ultrasonic bronchofibervideoscope experienced rattling in the instrument channel port during preparation for use. The unspecified diagnostic procedure was completed using another device. There was no delay or reported patient harm associated with this event.